Event description:
The pt experienced breathlessness and palpitations. An echo was performed and revealed an immobile leaflet. The pt was admitted to the hospital, stabilized by thrombolysis and is awaiting a reoperation.